Event description:
It was reported that there was t-wave oversensing (twos) on the right ventricular (rv) lead that coincided with increased patient heart rate. The lead was reprogrammed, which resolved the issue. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.